Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that the patient with this right ventricular (rv) lead had an infection. Reportedly, a healthcare personnel called looking for extraction specs on the right atrial (ra) lead, as the system coming out due to infection. All available information indicates that a revision was performed and the pacemaker along with the right atrial (ra) lead and right ventricular (rv) lead were explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. This supplemental is being filed to capture pertinent information that indicates the initial reporter last name was updated.

Event description:
It was reported that the patient with this right ventricular (rv) lead had an infection. Reportedly, a healthcare personnel called looking for extraction specs on the right atrial (ra) lead, as the system coming out due to infection. All available information indicates that a revision was performed and the pacemaker along with the right atrial (ra) lead and right ventricular (rv) lead were explanted. No additional adverse patient effects were reported.